Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic with hives and itchy near the pocket. Visual examination of the skin on the pocket looked very thin and starting to erode. No infection was noted. The device was relocated to a subpectoral location. There were no patient complications at time of procedure.